Manufacturer narrative:
Circumstances are not clear due to lack of provided information. To date, no information has indicated that the device has contributed to the described event. If additional information will be received indicating otherwise, a follow-up report will be submitted.

Event description:
Failure to osseointegrate